Event description:
In 2002, a femoral vena cava filter was placed as a prophylactic to pe prior to bariatric astric restriction (stomach reduction for obesity, living light procedure and support group). Placement went normally, although due to pt's size a sizeable hematoma was noted post procedure. Pt came in for follow ups without any sequelae. The pt began to have syncopal and near syncopal episodes during bathroom visits within a few days of filter placement. The pt was discontinued from their heparin dose and was not placed on alternative until 24+ hours later when placed on lovanax. The pt presented mildly febrile for surgery and gastric surgery was post poned. The pt died 2 weeks later with multiple small pulmonary emboli. Autopsy revealed ideal placement with a large organized clot filling and extending beyond the filter up into the lungs bilaterally. The physician indicated he is aware of the occurrence and incidence of pe with filters.